Event description:
Pt was started on hemodialysis. Staff noted blood leaking at venous tubing connection to access catheter. Venous tubing with leak was removed + given to technical manager. New venous line was attached + pt's treatment continued without incident.